Event description:
The customer reported being hospitalized due to high blood glucose of 487mg/dl. The events leading to her admission was nausea and vomiting. The customer mentioned having issues with diabetes ketoacidosis for the past three months. The customer stated that she noticed her cannula length was too short. The customer stated that she was disconnected from the insulin pump and treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.